Event description:
Customer reported the buttons on the infusion device do not function correctly and the protective rubber on the menu button is torn. The battery was removed and reinserted and the infusion device displayed an e8 power interrupt error. No adverse event was reported. The infusion device was replaced and requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.